Event description:
Lid and rinse doors on unit would not raise or lower. Found control switch, mounted under cut out in console top, shorted (melted) because water had been leaking through the cut out into the controls area of the washer.